Event description:
The neurosurgeon implanted a piece of duragen in a patient who had undergone a tumor resection. The tumor was supratentorial. The bone flap was not replaced, instead a titanium mesh was placed. The mesh appeared to give the same shape as the skull. A pseudomeningeocele developed. The surgeon re-opened the surgical site and found that the duragen had not sealed effectively and had not adhered to the surronding tissue. The neurosales rep cannot confirm if the neurosurgeon placed the 1cm overlap completely around the defect.